Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up on 08/01/2019. Upon interrogation of the device, intermittent loss of capture and increase pacing threshold was noted on the right ventricular lead. The lead was explanted and replaced during normal device change out procedure on (B)(6 )2019. The patient was stable.